Manufacturer narrative:
The engineer sustained the injury because the instructions as present in the service instructions were not followed. It is mentioned in the coldhead service manual for 4k MRI magnet systems that the coldhead motor is magnetic and that this motor must be removed with the use of a special coldhead removal tool when the magnet is energized. This tool was not used. (B)(4).

Event description:
Philips received a report that during a service action, coldhead maintenance, a third party engineer sustained a serious injury on the right side of the middle finger which needed three stitches. The cold head motor was attracted by the magnet causing the injury.